Event description:
It was reported that during a da vinci si rectopexy procedure, the surgical staff reported thermal spread from the monopolar curved shears instrument installed with the tip cover accessory. The spread was seen on tissue close to the site where energy was applied, it is not known if there was patient injury; however, the account reported it is believed there was no injury.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. Several attempts have been made to gather additional information regarding this event from this site without success. If additional information becomes available, a follow up MDR will be submitted.